Event description:
Citation: s. Ameli-renani, et al. Embolisation of a proximal type I endoleak post-nellix aortic aneurysm repair complicated by reflux of onyx into the nellix endograft limb. Cardiovasc intervent radiol (2015)38:747-751. Doi 10.1007/s00270-014-1044-5 the following report was received by medtronic (covidien) through review of literature: the article described a type 1 endoleak post nellix aneurysm repair in a patient. The authors stated that during the initial treatment with onyx, they observed a small line of onyx material due to reflux; the nellix limb was patent and no intervention was necessary. However, 6 weeks post procedure, there was a significant stenosis (75%) in the left nellix limb caused by onyx. The onyx migrated and settled in the stent in a dependent fashion. Subsequently, the patient was treated with a stent to affix the onyx between the stent and the wall of the nellix endograft.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/25547081. The onyx was not returned for analysis as it was consumed in the event; therefore the complaint could not be confirmed, and the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record review was not possible since the lot number was not reported. Reference: (B)(4).